Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown sensor issue occurred. Data was provided for investigation. Confirmation of the complaint was confirmed via data to be signal loss greater than 3 hours. The probable cause could not be determined. No injury or medical intervention was reported.